Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty scope socket. In addition, minor cosmetic damage was noted, dust buildup in the unit was observed and the lamp was noted to be a non-olympus lamp. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty scope socket could not be identified. The phenomenon may have been prevented per the instructions for use below: - scope socket failure [important information ¿ please read before use] do not apply excessive force to the light source and / or other instruments connected. Otherwise, damage and / or malfunction can occur. Olympus will continue to monitor field performance for this device.